Event description:
On (B)(6) 2011 at (B)(6) hospital, I had an incisional hernia repair which followed a previous emergency intestinal resection surgery the year before. The surgeon told me that during the previous surgery, he discovered and removed hernias. He also advised me that a hernia surgery was necessary due to dangers of intestinal strangulation, bowel and organ obstruction. The hernia surgery was performed and the gore-tex dual mesh implant was used. Immediately after the surgery, I had near respiratory failure event due to excess fluid build up caused by infection and rejection of the implant in my abdomen during recovery. Rapid response team was initiated because I couldn't breathe. The surgeon was located during the event and had to punch a hole in my abdomen to drain the fluid build up and release the pressure which was collapsing my lungs. I was kept in the hospital in ICU for two weeks in recover. After release from the hospital, I had to have several follow ups with the surgeon at his practice, to monitor the healing and my condition. The first attempt at removing the sutures was unsuccessful and after the removal and while leaving the surgeon's office, I began bleeding profusely from the incision and ran back to his office holding the incision to slow the bleeding and the sutures had to be redone and took an additional three weeks to close up and heal correctly. Since the implant surgery, I have had increasing issues with pain and discomfort in my abdomen and numbness at the incision site and as more and more time has gone by the pain is increasingly sharp, more consistently and more intense. A year after the hernia surgery and due to the increasing and more consistent pain, I contacted the surgeon's office to make an appointment regarding the issues and pain, and the following day I received a call from his office to tell me they could not see me because they did not accept my insurance and that I would have to go elsewhere. Being that he was the surgeon on duty at the hospital when I had an emergency intestine resection, which was the first surgery and an emergency he was the surgeon at the time. When he advised me that I had to have hernia surgery, he told me he had to tell my health insurance it was related to the emergency surgery in order to get authorization to do the second hernia mesh implant surgery. Diagnosis or reason for use: ventral incisional hernia mesh implant surgery.